Event description:
It was reported that via a merlin at home transmission, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Patient was asymptomatic. Programming changes were made and device remains implanted.

Event description:
New information received indicates that an asymptomatic patient presented with reoccurring episodes of post-paced t-wave oversensing. Programming changes were made.

Event description:
It was reported that an asymptomatic patient presented in clinic with new episodes of pptwo on the ventricular lead. The patient did not received the therapy during the oversensing. Oversensing was noted on the stored egm. Programming changes were made. Dft and further actions will be discussed with the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.